Event description:
On (B)(6) 2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels reported as high as 579 mg/dl following a suspected infusion set issue. The user was treated in the emergency room with exogenous insulin and IV fluids and discharged the same day. No long-term health effects were reported.

Manufacturer narrative:
The user experienced severe hyperglycemia requiring emergency room treatment while on ilet therapy. Severe hyperglycemia requiring medical intervention is consistent with the reported treatment with insulin and IV fluids. Engineering log review was not provided for this event; however, reports indicated the ilet was delivering increased correction doses in response to rising glucose levels. The user reported an occlusion alert and completed an infusion set change prior to seeking medical care, and an infusion set issue was considered the most likely contributor to the hyperglycemia. Based on available information, the event was attributed to impaired insulin delivery associated with the infusion set, and no malfunction associated with the ilet pump was identified. If additional information becomes available, a supplemental MDR will be submitted.